Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon drill bit was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the drill bit broke during surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and/or photographs of the reported event are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
One eighth peg drill broke during drilling.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
1/8 peg drill broke during drilling.